Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient came in with pain in the right hip. X-ray control showed a breakage of the gamma nail.

Manufacturer narrative:
The reported event that trochanteric nail kit, ti gamma3® ø11x200mm x 130° was alleged of 'implant breakage - nail' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the damage of the implant during the drilling by the user, which caused the weakening of the implant. The device inspection shows traces of drilling on the hole of the nail, proving that a misdrilling occured, which most likely weakened the implant. The nail should have been discarded and replaced by a new one inter-operatively. The device inspection revealed the following: the device inspection shows traces of drilling on the hole of the nail proving that a misdrilling occured, which most likely weakened the implant, and accelerated the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Patient came in with pain in the right hip. X-ray control showed a breakage of the gamma nail.